Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an unknown procedure wherein the surgeon did not notice that the transverse connector was still inside the patient's body after the incision was closed via post-operative x-ray. Thus, a removal was performed on the same day wherein the patient needs to be anesthetized again and removed the connector from the same incision. The procedure was delayed for more than 30 minutes. The patient was stable after the operation. This report is for one (1) ti snap-on transconnector, 62mm-90mm for 5.5mm/6.0mm rods. This is report 1 of 1 for (B)(4). (B)(4) will capture the post-op events, where the transverse connector was left inside the patient's body after the incision was closed, while (B)(4) will capture the intra-op events, where the unknown rods came off even if the surgeon did not untighten the screws on both sides of the transverse connector.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary this device was returned under (B)(4). Background: it was reported that on (B)(6) 2019, the patient had an unknown procedure wherein the surgeon did not notice that the transverse connector was still inside the patient's body after the incision was closed via postoperative x-ray. Thus, a removal was performed on the same day wherein the patient needs to be anesthetized again and removed the connector from the same incision. The procedure was delayed for more than 30 minutes. The patient was stable after the operation. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: upon inspection, it was confirmed that the articulating head on the proximal end of the transverse connector was broken off. It is clearly sheared off, as evidenced by the fragmented tip and shear marks. Since no x-rays were provided, the complaint of patient adverse event cannot be confirmed. Device failure/ defect was identified. The device failure/defect of broken head was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: an accurate dimensional inspection of the device was not able to be performed because of the post manufacturing deformation. No product design issues or discrepancies were observed during this investigation. Document/ specification review: the following drawing(s) was reviewed: 04_633_347 rev d. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a review of the device history record. Device history lot part number: 04.633.364, lot number: 6725791, part manufacturing date: 20 july 2011, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: ncr us1046748. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti snap-on transconnector 62mm-90mm for 5.5mm/6.0mm rods, non sterile product was processed through the normal manufacturing and inspection operations with no rework noted. However, there was a documentation nonconformance (ncr us1046748) on a t-rod component, that was resolved with 100% inspection. Therefore, this ncr is not relevant to this complaint. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.